Event description:
Routine complaint investigation when a consumer reported experiencing an allergic reaction when consumer touched the test stip when performing a blood glucose test. Customer's symptoms included, burning sensation to fingertip and perceived swelling in customer's throat and tongue although there was no visible swelling upon examination.